Event description:
Camino monitor was being used for in servicing. Monitor worked but as it was turned off/on for subsequent in-services, a white screen only would appear and monitor would not finish start up boot. After several attempts to restart, it eventually booted up. There was no patient involvement. Linked to mfg. Report number 3006697299-2017-00123.

Manufacturer narrative:
Integra has completed their internal investigation on september 12, 2017. Results: DHR review; no anomalies that could be associated with the complaint incident observed. Complaints history; the review encompassed dates 14-aug-16 to 14-aug -17. A total of (B)(4) complaints were reviewed of which this is the single complaint identified. At this stage of the evaluation no trend has been identified. Further trending will be completed during failure evaluation when the root cause is determined. Corrective actions as required will be implemented through compliant process. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number of the device under evaluation. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. During the time period ¿sep16 to aug17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as (B)(4) (4 x 10-5) (remote) of procedures. This percentage is within the expected rate of occurrence scored in the risk management review. Conclusion: product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.